Event description:
It was reported that the pwd called to report that she had been receiving line blocked alarms. She explained that she attempted to resume use with the current cassette and confirmed that the tubing was not kinked or bent. Although the alarm would temporarily clear, it continued to recur. The patient also noted that she believed the infusion site might not be functioning properly, as her glucose levels were rising and the most recent line-blocked alarm interrupted her bolus delivery. The support specialist advised the patient to replace the infusion set and then resume the interrupted bolus. The patient stated that she had already begun changing the set prior to calling but wanted to report the issue with the lot number she was using. She confirmed that she would keep the infusion set for return. No further assistance was needed. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.